Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable crej2 creatinine jaffé gen.2 results for two patient samples on the cobas 8000 c (701) module. Of the two patient samples one had an erroneous result that was reported outside the laboratory. The sample initially resulted as 3.16 mg/dl. It was repeated on a different analyzer and the creatinine was 5.45 mg/dl. The same sample was repeated again on a different analyzer and the result was 4.215 mg/dl. A second sample was collected from the patient and tested at a different location with a creatinine result of 0.76 mg/dl. It was asked but not provided what analyzers the repeat testing was performed on. There were no adverse events. The creatinine reagent lot number and expiration date was asked for but not provided. The field service engineer found a low calibration that was not reviewed by the customer. He performed a precision check and the customer performed a calibration and ran qc. There were no alarms or errors.